Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+b on a cobas e 801 analytical unit. The sample initially resulted in an hcg+b value of 35.6 miu/ml. The result was questioned by the doctor. The sample was repeated twice on a second analyzer, resulting in hcg+b values of < 0.200 miu/ml with a data flag and 1.26 miu/ml. The repeat result of < 0.200 miu/ml with a data flag was deemed correct.

Manufacturer narrative:
For the last calibration performed on (B)(6) 2024, calibration signals for the second calibrator level were slightly lower than expected, but this did not affect the performance of the calibration. There were no calibration alarms. Upon review of the alarm trace, a sample foam alarm was observed. This is an indication of poor sample quality. A system reagent short alarm was also observed. The field service engineer could not determine a cause. All analyzer functions were confirmed to be correct. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.